Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that when the reservoir is pulled out of the compartment, there is a strong insulin smell. Customer also indicated that the insulin is leaking out into the reservoir. Customer does not recall any significant events leading to the error. Customer's blood glucose was 209 mg/dl at the time of incident. Troubleshooting was done for reservoir but customer was advised to use another reservoir. The customer indicated that the old reservoir would not be sent back for analysis.